Manufacturer narrative:
The device was reported to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during treatment of a right middle cerebral artery occlusion, the emboli appeared to be calcified, visible in the unsubtracted image. The physician used a trevo stent retriever with the sofia. The trevo was tracked through the sofia up to the proximal third of the trevo. A 60cc locking syringe was used for negative pressure for aspiration on the system. Once the syringe was engaged, the physician began pulling the trevo to engage embolus and was pulling back into the sofia. At a certain point, the backwards movement of the trevo stopped and it started to stretch. The trevo and sofia were pulled simultaneously. There was a moment of resistance where the sofia and trevo would not move back from the pulling. The rist catheter began to track distally and then the sofia and trevo gave and pulled back into the rist guide catheter. The physician continued to pull the sofia and trevo all the way out. He aspirated on the rist catheter several times and then performed a post angio. The angio showed a marker tip in the distal m3 branch of the right middle cerebral artery. The sofia was inspected and the distal marker tip was missing. The marker tip was reported to cause a partial occlusion. The patient was reported not in good condition due to cerebral hemorrhage.

Event description:
See h10.

Manufacturer narrative:
Items returned for evaluation: sofia flow 5f. Items not returned for evaluation: trevo stent retriever. Rist guide catheter . Visual inspection of the returned device found the distal section of the device torn/broken with the distal tip separated. The separated distal tip was not returned. Further inspection found the kinks on the surface of the device at 10cm and 55cm from the proximal end of the hub. The flared end of the catheter membrane at the site of the separation is consistent with the device experiencing excessive retraction forces that exceeded the strength of the material, causing the device to tear/break and separate from the distal tip. Imaging review, (B)(6) md, 1/17/2023: five radiographic images are provided. Image 1: plain unsubtracted radiograph, ap, no contrast, centered over the right side of the head. A sofia 5f (from the event description) is in the mid-m1. A trevo device (from the event description) is partially deployed, its distal end is in the mid-m2, and its proximal end is inside the sofia catheter, off the field of this radiograph. Image 2: lateral right ica dsa. The detached/embolized sofia metallic tip marker is in the m4 segment of the parietal mca branch. There is flow distal to the marker. Image 3: ap right ica dsa: the detached/embolized sofia metallic tip marker is in the m4 segment of the parietal mca branch. There is flow distal to the marker. Images 4-5: ap and lateral unsubtracted skull radiographs, no contrast. These show the radiopaque distal sofia metallic sofia tip markers in the previously described location. These images do not explain the mechanism of the problem described in the event description. According to the description, there may have been some untoward interaction between the trevo and the distal inside liner and metallic marker of the sofia at the time of retrieval of the trevo inside the sofia.